Event description:
Consumer claims her mother was using a heating pad on her leg while in bed. She is alleging that the heating pad caught on fire and her mother's leg was burned. She was able to self-treat the burn at home. Also, they are claiming that the bedding was damaged.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.